Event description:
Additional information was received from the area representative indicating the patient underwent lead replacement surgery. The explanted lead will not be returned to the manufacturer for analysis.

Event description:
It was reported through a company representative that high lead impedance was received in or after a battery replacement. The event occurred after implanting a new generator. Interrogation of the old generator was not possible as the battery was completed depleted. The surgeon attempted to re-insert the lead; however the high lead impedance prevailed. An emg was performed and it was indicative of a discontinuity. The last known diagnostics were from (B)(6) 2011 and were within normal limits (ok/ok/2/yes). No patient manipulation or trauma was reported to have contributed to the reported high lead impedance. The mother indicated the patient stated that the magnet would work at times. Nonetheless, the statement is somewhat vague according to the mother. X-rays were received of the patient which indicated normal generator placement. The lead appeared to be implanted as recommended by the manufacturer. However, due to the resolution of the images, the integrity and continuity of the lead could not be assessed. At the moment (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.